Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that intra operatively, the implantable cardioverter defibrillator (ICD) atrial grommet would not seal. When the physician attempted implant, blood would egress into the device connector and cause oversensing in the atrial channel. The device was removed and the physician elected to use a different ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a damaged grommet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.